Event description:
During a pci treatment procedure, the quantum maverick monorail 20x3.5 mm balloon ruptured at 14 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was located in the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a heartrail guide catheter and a marker guide wire to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another device to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.